Manufacturer narrative:
Initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors underinfused. This was observed during patient infusion. The devices were filled with flucloxacillin 12000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. Correction to b3/d10: the events were observed when the devices were disconnected march 5, 2022 to march 7, 2022. H10: one (1) actual device was received for evaluation; the remaining samples were not returned, therefore, a device analysis could not be performed for those samples. The sample returned to the plant contained 199 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.